Event description:
Analysis of the returned device revealed the catheter shaft had broken. The were no consequences or impact to the patient.

Manufacturer narrative:
(B)(4) - the reported event of shaft broken. The device history record (DHR) review confirms that the catheter met all material, assembly and performance specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined that continuous flush was maintained, the patient's anatomy was very tortuous, the microcatheter was distal to the aneurysm in the patient's right a2 segment when friction was felt and the physician had to use force to continue to advance the stent. The physician reportedly felt something snap and removed the microcatheter and stent delivery system as one. Observation of the stent system after it had been removed found the microcatheter broke at the hub. Analysis of the returned device demonstrated a break 5.3cm from the proximal end revealing the inner braid. No other anomalies were observed. Based on the investigation findings and information provided, the root cause was determined to be operational context.